Manufacturer narrative:
The customer abraded and reseated the o2 fitting screws to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the o2 retainer screw procedure failed to check because of high resistance. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the o2 retainer screw procedure failed to check because of high resistance. The remote service engineer (rse) provided the customer with the steps via the service manual to perform a troubleshoot correctly. The customer then stated they would perform a troubleshoot and callback if further assistance is needed. This investigation is ongoing.